Manufacturer narrative:
(B)(4). The customer reported the suspect elan user interface module (uim) component is available for analysis at the facility and is pending a carefusion field service engineer (fse) site evaluation of the suspect device. At this time, carefusion failure analysis laboratory has not received the suspect elan uim for evaluation.

Event description:
The customer claims the touchscreen on this avea is unresponsive to touch commands while on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.